Event description:
It was reported that during a carotid endarterectomy procedure the ica safety balloon sleeve was odd (moved) while it was over the balloon. It was fixed and upon inflation the sleeve moved again, pushing it slightly off the balloon. Another device was used to complete the operation. No injury was reported to the patient. It was reported that this was the third time this has happened. Additional information about the additional two occurrences including specific dates, product information and failure modes was requested but not made available. The customer noted that the past issues may have been 12-18 months ago and the failure mode may have been the common carotid balloon deformed or not inflating. Note: this is report 1 of 3 related to the first device used in the event.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we're unable to confirm the reported incident of unintended movement of the ica safety balloon sleeve. Since the exact nature of the additional issues is unknown, the root cause of the additional reported issues could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. Note: this is report 1 of 3 related to the first device used in the event.

Manufacturer narrative:
The device identified for return by the hospital was received on 12aug2025. Evaluation of the device did not find any damage or abnormality with the safety balloon or sleeve that would cause the report of unintended movement of the ica safety balloon sleeve or ruptured safety balloon. Inspection of the device found that there appeared to be deformation/damage to the shunt from the user clamping the shunt tube. The clamps caused damage to the inflation arm/main arm joint which caused a leak from the inflation lumen into the main lumen. As a result, when attempting to inflate the balloons, fluid leaked into the irrigation lumen and prevented the balloons from inflating as intended. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 1 of 3 related to the first device used in the event. Only this report was updated as only 1 of 3 devices was available for inspection.

Event description:
It was reported that during a carotid endarterectomy procedure the ica safety balloon sleeve was odd (moved) while it was over the balloon. It was fixed and upon inflation the sleeve moved again, pushing it slightly off the balloon. Another device was used to complete the operation. No injury was reported to the patient. It was reported that this was the third time this has happened. Additional information about the additional two occurrences including specific dates, product information and failure modes was requested but not made available. The customer noted that the past issues may have been 12-18 months ago and the failure mode may have been the common carotid balloon deformed or not inflating. Note: this is report 1 of 3 related to the first device used in the event. It was determined that 1 of 3 devices was available for return.